Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the issue reappears.